Manufacturer narrative:
As a result of evaluating the subject device, the stent was broken around the side flap on the side of the duodenum and the pancreatic duct. From the fracture shape, both of the fractured sections were a ductile failure. The more front sides than the side flap on the proximal portion and the distal portion were both not sent. Further, as a result of measuring the outer diameter and the inner diameter of the stent, dimensions were within the standards. Additionally, though the lot number of the subject device has not been identified, it is surmised that the lot number 61k and 63k are relevant, so as checking the manufacturing record on both of the lot numbers, nothing abnormal related to the reported event was detected on the dimensions and the external appearance, etc. Dimensions of the stent. External appearance of the stent. Therefore, based on the reported contents and the cases in the past, for the cause of the stent breakage, it is surmised that the side flap was strongly grasped by the snare, or the stent was withdrawn with excessive force under such difficult conditions as it was sticking in the stricture, so an unexpected strong tension was applied, leading to the stent breakage. There is the following description in the instruction manual. Retrieval of the stent before withdrawing the stent make sure under x-ray that the inserted part of the stent is free from kinks and does not stick in the stricture. Withdrawing the stent forcibly, may cause parts of the stent to break off and remain in the patient. In case parts of the stent do remain, implement the appropriate treatment under the clinical judgement. When retrieving the stent from the pancreatic duct, grasp a part of the stent avoiding the vicinity of the side hole or side flap as much as possible, and slowly withdraw it. When withdrawing the stent endoscopically with an endotherapy instrument, do it slowly along the pancreatic duct, while checking the x-ray images. If a part of the stent around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, the stent may break and leave debris in the pancreatic duct.

Event description:
On (B)(6) 2016, the doctor attempted to withdraw the pancreatic stent which was placed on (B)(6) 2016, but the stent was broken around the flap (at the place of around 10mm from the distal portion). The doctor discontinued the procedure with the broken part remained in the pancreatic duct. On the same day, as a result of the sales representative confirming the removed pancreatic duct stent, the distal end of the stent was broken so as to tear vertically. There is no information reported that the patient condition.